Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 30 mmo/l and 28.3 mmol/l at time of incident and the current blood glucose level was 16.4 mmol/l. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. Customer reported symptoms related to high blood glucose such as dry mouth. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not use auto mode feature at the time of event. Customer did not allege insulin pump was under delivering. Customer performing the high pressure test and insulin flow block at 3.1 units. Customer stated self-test done and completed without errors displacement test passed. Customer stated that it smells like insulin inside reservoir compartment, did 5 units fill cannula and insulin did flow through with no occlusions. The device will not be returned for analysis.